Manufacturer narrative:
(B)(4). Date sent: 03/17/2020. D4: batch # t5ej48. Device analysis: the analysis results found that the cdh29a device arrived with no apparent damage. Only the anvil half washer was present and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device and anvil performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch #unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during a rectal resection, at the extraction of the device from the patient's rectum, after the anastomosis, the anvil stayed inside the patient. The anvil was retrieved from the patient with an extension of the anesthesia time of 45 minutes. Supplementary exploration gesture, fluoroscopy was used in order to retrieve the anvil and checking the suture. The patient went out the of hospital three days after the procedure. The patient care was standard. There were no patient consequences reported.